Event description:
A malfunction alarm, identified by code malf 9, was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after successful guidance on loading the cartridge and resuming the cgm, the customer felt confident to continue use on their own. They were advised to contact support again if the malfunction recurred, which it did not after the reset.